Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 4.1 and 4.2 were failed and showing as device not detected on bus. A field service engineer (fse) proceeded to inspect the back of the drawer and saw that all lights were lit up, and nothing was broken or cut. The fse then proceeded to replace the pyxibus module control board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The station did not allow any technician to proceed past recovery as the software hung/timed out, and the drawer would not open. User rebooted the machine and cannot recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.